Event description:
The lay user/pt contacted lifescan (lfs) on 9/13/06 alleging a cloudy display on her one touch ultra meter. A medical affairs specialist (mas) mailed a letter to the pt, since the user could not be reached for further clinical info. In the morning, in 2006 (unspecified time), the pt felt dizzy and had an upset stomach. She tested on her meter; however, was unable to verify the readings due to a cloudy lcd screen. The pt contacted a medical professional for advice and went to the physician's office at 9:00 am and tested on the physician's meter and obtained a 189 mg/dl. The pt did not receive any medical treatment at the physician's office. Per pt, there was no trauma toward the meter. Customer care advocate (cca) found out that the pt had been using expired test strips. Using expired test strips can lead to false blood glucose readings. Cca sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident, and how many days the pt was unable to verify the readings due to the cloudy display. The complaint is being reported since the pt experienced symptoms of dizziness, and had to go to the physician's office to test since she was unable to verify the results on her meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.